Event description:
Related to #2183959-2011-00102 and #2183959-2011-00104. Clinical patient (B)(6) was implanted with a monarc sling on (B)(6) 2008. Reportedly, the patient was hospitalized for 8 days due to "infection" and had a "mesh removal" procedure on (B)(6) 2010. No further information was provided.